Event description:
The customer observed false reactive architect havab-igg results for one patient. The results did not match patient history. The following data was provided: sid initial result = 1.21 repeat result = 1.27 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27, with 510k/PMA/bla number k113704.